Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted to the hospital due to a cough with associated chest pain, dizziness, and nausea. The patient was also having frequent pulsatility index (pi) events with low flow alarms. Log file review confirmed low flow events starting (B)(6) 2022 and multiple pi events throughout the log. It was additionally reported that the chest pain was caused by left ventricle suction and pump positioning. Pump mispositioning was confirmed through computed tomography (CT) scan. Low flows improved temporarily when the patient was laying on their right side, intravenous fluids were administered, and pump speed was reduced. The patient was ultimately transplanted on (B)(6) 2022. The device would be returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported patient condition and heartmate 3 left ventricular assist system, serial number (B)(6), could not conclusively be determined. The reported inflow cannula malpositioning could not conclusively be determined through this evaluation as no images were provided by the account. The controller event log file contained events on 08nov2022 spanning from 07:55:11 to 08:42:45, per the timestamp. Transient low flow alarms were recorded due to the estimated pump flow falling below the low flow threshold of 2.5 liters per minute (lpm) for 10 seconds or more. Pi values appeared elevated during the low flows. 109 pi events were also captured throughout the file. No other notable alarms were captured, and the pump appeared to have been operating as intended at the set speed. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use, rev. C, contains the following information: section 1 explains that when the left ventricle contracts, the increase in ventricular pressure causes an increase in pump flow during cardiac systole. The magnitude of these flow pulses are measured and averaged over 15-second intervals to produce a ¿pulsatility index¿ (occasionally shortened to ¿pi¿ for on-screen messages). The pi calculation represents cardiac pulsatility. Pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (ie, the pump is providing less support to the left ventricle). Section 4 outlines all system monitor operations and alarm messages. This section explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 5 of this document outlines steps to ensure the proper placement of the pump and inflow cannula. Care should be taken to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump can also be found in this section. Section 7 outlines all system alarms and the recommended actions associated with them. The heartmate 3 left ventricular assist system patient handbook, rev. D (doc. #(B)(4)), is currently available. Section 5 outlines all system controller alarms, as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.